Event description:
A falsely elevated troponin I result of 4.11 ng/ml was obtained on pt 1 and a result of 0.96 ng/ml was obtained on pt 2. The results were not reported to the physician. The samples were retested again and a results of 0.10, 0.04 and 0.04 ng/ml were obtained on pt 1 and a results of 0.11 and 0.04 ng/ml were obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I is due to an overflowing r2 drain leading to conjugate contamination of the active cuvette.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I is due to an overflowing r2 drain leading to conjugate contamination of the active cuvette. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.